Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided section a3a, a3b: sex, gender: unknown/not provided section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a single-piece, preloaded monofocal intraocular lens (iol) in the patient¿s right eye, a tear in the capsular bag was observed. Following identification of the tear, the surgeon enlarged the incision and performed a vitrectomy. The implanted lens was then removed and replaced with a non johnson & johnson iol during the same surgical session. Sutures were placed as part of the procedure. No surgical delay was reported. No medications outside the standard of care were prescribed. The directions for use (dfu) were reportedly followed. The patient¿s daily activities were not impacted postoperatively, and the patient achieved full recovery.

Manufacturer narrative:
The product was received for evaluation. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue. The lens was then cleaned and inspected and was observed to be cut with an edge chip. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.